Manufacturer narrative:
It was reported that approximately two years after an initial bunion and adductoplasty surgery, all hardware was removed during a revision surgery on (B)(6) 2026 due to nonunion at the third tarsometatarsal (tmt) joint. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. Additional information indicates the first and second tmt joints were completely fused/healed. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined based on the information provided and without return of the device. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2026-00108, 3011623994-2026-00110 and 3011623994-2026-0011.

Event description:
It was reported that approximately two years after an initial bunion and adductoplasty surgery, all hardware was removed during a revision surgery on (B)(6) 2026 due to nonunion at the third tarsometatarsal (tmt) joint. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.